Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h333 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot h333 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The cellex photopheresis kit ("kit") was returned for investigation. Physical inspection of the returned kit shows the anticoagulant tubing segment is fully inserted into the anticoagulant drip chamber. A pressure test of the drip chamber and tubing was performed to check for a leak. A leak was observed at the connection between the tubing and the port on the bottom of the drip chamber. The root cause for the tubing leak is likely due to a weak solvent bond that was formed during the tube bonding operation. Retraining has been completed for the affected operators to reinforce proper tube bonding instructions. No further action is required at this time. This investigation is now complete. Mc: (B)(4). B.k. (B)(6) 2020.

Event description:
The customer called to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. During the buffy coat collection phase of the treatment, the customer noticed that the tubing connected to the anticoagulant drip chamber was leaking. The customer clamped the anticoagulant tubing segment and opted to complete the procedure despite the recommendation to abort the treatment. The patient was reported to be in stable condition. The customer has returned the kit for investigation.